Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that at the beginning of the procedure, the scrub nurse was getting the trolley ready to commence and carrying out the first count of swabs. It was discovered instead of 10 patties in the packet there were 11. These were handed off the trolley and a sterile supplementary pack was taken on, no delay occurred.

Manufacturer narrative:
UDI (B)(4). Complaint sample was received and no anomalies were found. A review of device history records (dhrs) and manufacturing records was performed and the device was found to have conformed to specification when released. ½¿ x 2¿ patties are produced on hybrid machines where the operator manually inspects and counts each stack of 10 patties. The operator then wraps the 10 patties on a card and inspects to ensure all 10 strings are present. A single pattie is produced at the start of each run to ensure the machine is functioning as it should. This pattie is meant to be discarded by the operator. This pattie appears to have been left in the machine thus being picked up with a stack of 10. Training was opened to retrain applicable operators. No further action required at this time.

Event description:
N/a.